Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, at the time of the implant procedure, the implantable cardiac monitor (icm) device data collection was off. The device remains in use. No patient complications have been reported as a result of this event.